Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 358 mg/dl. The customer stated that she had been treating with manual injections, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer declined further troubleshooting at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.